Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (204 service code) has confirmed that the l601 component was defective. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged monitor.